Event description:
The pt was hospitalized because of a perforated gastric ulcer complicated by a history of diabetes, hypertension, and three previous myocardial infarctions with cardiac arrest. At the time of the event, 1/17/95, she was six days post-op and was being monitored in the intensive care unit by a centralized monitoring system which includes ECG, pulse oximetry, blood pressure and respiratory monitoring. She was also on an IV pump. The pt was found in v-fib and was coded. At that time, the pt's monitor screen displayed "alarms off" and the staff confirmed that there had been no alarm at the central station. The staff denied turning off the alarm system. The pt did not survive the cardiac event. Following the event, ECG tracings were retrieved from the computer and were inconsistent with the clinical picture for this pt. The pt module was taken out of svc and the MFR was notified. The equipment was checked by the MFR on 1/24/95 and was assessed as functioning properly. On 2/1/95, the ICU mgr and members of the nursing staff observed a pt's ECG parameter as it was displayed at the central station, go into "ECG alarms off" by itself. There was no pt injury associated with this event and the bedside monitor unit was not the one associated with the pt event of 1/17/95. This module and pt cable are being evaluated by the MFR.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.